Event description:
The user facility reported that a 67-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced damage to the sterile after placement of the device and weaning off the intra-aortic balloon pump (iabp). The sterile sleeve was noted to have completely detached from the device locking mechanism. A suture and tegaderm were used to secure the sleeve back onto the locking mechanism. Of note, the patient was reported to have tortuosity making placement difficult. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported pump damage was completed. Without the returned product, the cause of the damaged sterile sleeve could not be determined. This report is being filed as part of a retrospective review of historical records. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).